Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 110 units of insulin. The customer's blood glucose level was 82 mg/dl. Tandem technical support educated the contact on insulin gauge calculations. During the time of the call, a new cartridge was being loaded onto the pump.